Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and a small hole on the drain bag was observed. The hole was located beneath the check valve of the drain bag. This observed defect will result in the customer's experience. The cassette was tested on a console and the sample could prime, and pass intraocular calibration successfully. However, during priming fluid leakage was observed from the drain bag hole. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The most likely root cause of the customer's complaint is related to an error in the supplier's manufacturing process. The source of the leak was identified just below the check valve of the drain bag. Action will not be taken based on this occurrence, however, the supplier has been made aware of the issue and the sample has been sent to the supplier for additional analysis. (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported leakage occurred at the edge of the rubber on the cassette before a cataract procedure. The product was replaced and the planned procedure was performed and completed. There was no harm to the operating room staff. No additional information is expected.